Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that the wire was easily kinking during insertion, so the placer had to unpack an new wire of the other provider. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a damaged guidewire was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted a j-tip guidewire. Usage residues appeared to be visible on the wire. The guidewire extended from its plastic hoop. A break was evident in the inner core wire and the coil wire was stretched near the j-tip. The j-tip appeared to be intact. Guidewire damage was evident in the submitted photograph; however, inspection of the photograph was insufficient to identify the cause of the damage. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. Potential causes include wire retraction against the introducer needle bevel and retraction against resistance.

Event description:
It was reported that the wire was easily kinking during insertion, so the placer had to unpack an new wire of the other provider. No other information was provided.